Manufacturer narrative:
(B)(4). Date sent: 3/24/2025 d4: batch #192d65 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damaged and with a 6r45b reload loaded in the device. The reload was received fully fired and damaged was noted on the cartridge channel. The device was tested for functionality with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete and the staples meet the staple form release criteria . The damage found on the deck is consistent when the device is fired over an already existing staple line; when this happens, the knife plows the staples on cartridge deck and shaving may occurs. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 192d65, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure that the device mis-fired. No further information was provided. There were no adverse consequences reported. Device returning.